Event description:
Healthcare professional reported "rash", "pain", "bottoming out", "rippling". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The Reason(s) for reoperation is/are: Migration. The reported event or events are physiological complications, and device analysis typically does not help Allergan determine the cause.